Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump and pump shutting off. There was no reported adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.